Event description:
It was reported that a cartridge alarm occurred during insulin delivery. At the time of the call, the customer did not provide an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.